Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: - the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes or patient injury. Do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device and/or a cracked spacer leading to patient injury. - do not contact metal objects while activating the wand as damage to the tip and/or shaft insulation may occur resulting in device malfunction or patient injury. - do not use this wand for more than 5 minutes (cumulative) of active ablation time. Excessive use and/or use above the default set point can result in electrode failure or reduced device life expectancy. Clinical evaluation was completed. This case reports the electrode fell off of the wand inside the patient during use. It is reported that the piece was not able to be retrieved. However, it is thought that the piece was suctioned out, because it did not appear on an x-ray image which was obtained. The device was returned and evaluated. The wand showed a partial detached screen/electrodes and discoloration/contamination with scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The procedure was completed with a backup device without a significant delay. No patient harm or other complication were reported, and no additional information is available. Therefore, no further assessment is warranted at this time. Visual inspection under magnification of the wand shows a partial detached screen/electrodes and discoloration/contamination with scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device excites plasma on the remaining parts of the screen/electrodes. The suction line was tested and performed as intended. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during arthroscopy rotator cuff repair, the active electrode was worn out and fell off inside the patient. The piece could not be retrieved from the patient. The customer thought that the piece was removed by suction because it was not appear in the x-ray image. The product was a reused wand. No significant delay and a back up was available to complete the procedure. No other complication were reported.